Event description:
It was reported that a malfunction occurred in the customer's pump. There was no reported impact on the customer's blood glucose level. The distributor is awaiting the pump's return for evaluation, and a replacement pump has been arranged for the customer.